Event description:
It was reported that the patient had to have the device explanted on the day of this report due to an infection at both the pocket site and the lead site. It was noted that the pocket was cleaned. The reporter stated that once the patient healed, a new device would be implanted. It was later reported that the culture taken from the device pocket, which was the primary location of the infection, found pseudomonas aeruginosa. The patient had been given perioperative antibiotics. The patient symptoms included redness, swelling, drainage, pain and incisional wound opening. The patient was treated with oral antibiotics along with the total device explant. The patient outcome was noted as unknown with no drug withdrawal. The patient was noted to have had a debilitated status and sick sinus syndrome prior to the implantation of the device. It was noted that the patient had kept the stage I trial implant in for four weeks prior to proceeding to the stage ii implant.

Manufacturer narrative:
Product ID: 3093-28 lot# va05gp0, implanted: 2013 (B)(6), product type lead. (B)(4).